Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, a test indicating a failure during pre-use checks tests in the reported internal leakage sub-test. The failures were caused by a defective integrated-circuit(ic) on a printed-circuit(pc) board inside the gas module. The integrated-circuit(ic) is part of the flow measuring in the gas module. The failure of the integrated-circuit(ic) leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure were to occur during on-going ventilation. The failure was confirmed in the received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage test during the pre-use check. There was no patient involvement. (B)(4).